Manufacturer narrative:
On 05/13/2019, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2019, mentor received additional information about the event: - the explanted device was replaced with a mentor memorygel breast implant 300cc gel breast prosthesis. - it was initially reported that the capsular contracture in the patient¿s right breast is baker grade iii. New information states the capsular contracture is baker grade IV. On 05/21/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 06/04/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient developed capsular contracture. During evaluation of the sample it was observed a crease in the anterior aspect. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that patients experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right breast capsular contracture (baker grade iii). Concomitant products: mentor memorygel breast implant 300cc gel breast prosthesis, catalog #3507300mc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 300cc gel breast prosthesis developed capsular contracture (baker grade iii) in her right breast. Patient reported feeling pain in her right breast. A physician later confirmed capsular contracture upon examination. As a result, the patient underwent explantation on (B)(6) 2019.